Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Although a sample was not received at the manufacturing site, as per surgeon ¿tip was autoclaved 6 to 8 times," which confirms the phaco (phacoemulsification) tip was used more than once. Phaco tips are single use devices; therefore the root cause is use error. No action has been taken by the manufacturing site as it appears that the observed broken tip was due to excessive use of the phaco tip by the user. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the handpiece was not delivering power in the anterior chamber and when he removed the handpiece from the eye, he observed the phacoemulsification tip was broken into two pieces during a cataract procedure. The surgeon reported the phacoemulsification has been autoclaved six to eight times. The product was replaced with another one and the procedure was completed. There was no harm to the patient.